Manufacturer narrative:
Due to the nature of the complaint, the observation stated in the reported event could not be confirmed. To gain more information about the complained event the sales rep, as well as, the stryker raqa department in italy were contacted multiple times. It was stated that in this case the patient is the only contact point to obtain further information. Before the additional questions related to the reported event can be forwarded to him, the patient has to sign a privacy statement as requested by the italian legal and compliance department. Without this declaration signed by the patient, who is the owner of the data, no additional information can be requested. In a phone call with the stryker senior specialist in italy on 27/08/2019 it was further specified that after sending the privacy statement to the patient, he contacted the stryker raqa team via phone. The patient stated that he does not want to follow up with respect to his reported event at that point of time. Depending on how well his wife is recovering in the future, he will decide if he contacts stryker again or not. Therefore, the ¿infection complaints _ checklist customer¿ (cmfqf 13-003) that is sent by default to the customer in case of a reported infection could not be completed. Due to the missing catalog and lot number, also the steps within the ¿infection complaints - checklist investigator¿ (cmfqf 13-002), including a DHR review and an expanded investigation at the manufacturing plant stryker malvern (USA), could not be performed. With respect to a former infection complaint for a medpor product, the following information was provided by the r&d medpor expert (vice president of concept development ): ¿usually, an infection at a medpor implant site is thought to be caused by either contamination of the implant during the initial surgery, especially from oral mucosa if it is an intraoral approach, or later contamination through a surgical wound dehiscence, or exposure of the implant due to breakdown of the overlying tissue.¿ all given information was forwarded to the stryker healthcare professional, who agreed with the r&d medpor expert. Due to the limited information available for the reported event and the lack of follow-up, the complaint root cause could not be determined. Based on the investigation and the corresponding statistical evaluation there is no indication for a not correctly working product or any systematic design, material, or manufacturing related issue. Therefore, no further corrective and/or preventive actions are deemed necessary at this time. If the patient provides additional information in the future, this case will be reopened. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that an unanticipated revision surgery was planned related to a post-surgical site infection after initial implantation with an implant. There was no actual device malfunction reported or evidence of such, and the original procedure was completed successfully without a delay.

Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a company representative that an unanticipated revision surgery was planned related to a post-surgical site infection after initial implantation with an implant. There was no actual device malfunction reported or evidence of such, and the original procedure was completed successfully without a delay.